Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and no delivery. Blood glucose value was 250 mg/dl. The customer stated she changed the tubing and received a no delivery alarm. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did exit the tubing. She was then instructed to rewind, reinsert reservoir and run manual prime; the insulin pump alarmed no delivery. She was advised to change the set. Customer declined troubleshooting for failed battery test alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.